Event description:
The customer alleged that the pump does not deliver a bolus when insulin level reaches approximately 20 units. No alerts or alarm occurred. Customer blood glucose level was impacted. During troubleshooting with tandem technical support, insulin was confirmed to be delivering during the fill tubing process; however, small bubbles were seen. Customer indicated that cartridge could not be changed at that time because supplies were not available.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.